Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both the asymptomatic patient¿s right atrial lead [sn: (B)(4)] and right ventricular lead [(B)(4)] became dislodged. A replacement procedure was scheduled but the patient developed a fever, so the procedure was cancelled. At this point, the patient was asymptomatic. The patient was to be fitted for a lifevest but for reasons unknown a life vest was not fitted proximate to this time. Subsequently, the patient presented to an emergency room having received antitachycardial pacing and a shock for ventricular double counting. As the people then in the emergency room had no knowledge of the lead dislodgements at this time-compressed point, only programming changes were made. The patient was directed to follow-up with the patient¿s electrophysiologist the next week to schedule lead repositionings. On (B)(6) 2018 the patient¿s right atrial lead was repositioned and the patient¿s right ventricular lead was explanted and replaced. The patient was stable during the time of wearing the life vest and when having the repositioning and the explant/implant.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported patient code - no known impact or consequence to patient and device code- dislodged/dislocated and conclusion code - to more correctly reflect that the matter was a case of twiddler's syndrome which has a patient code of - twiddler's syndrome and a conclusion code of- operational context caused or contributed to event.